Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. It was noted the light for the accept button was not working. This is indication of a faulty user interface board. The unit was prepared for the functional bench test where water , an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 universal water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning in real time. The unit was in the auto-setting mode, turned off then adjusted the settings to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption or functional anomalies for ~2.5 hour. The complaint of a unit not heating has not been confirmed. However , the investigation revealed a defective user interface board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2008 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. This failure did not affect the functionality of the unit.

Event description:
The complaint is reported as: the unit is not heating prior to use on a patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the unit is not heating prior to use on a patient.